Manufacturer narrative:
For the two reported events, the devices were returned to bd for evaluation. For one event, the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. One guidewire and 18g introducer needle were returned for evaluation. A visual and dimensional evaluation was performed. The guidewire was received embedded within the introducer needle. The distal end of the guidewire was visible from the needle bevel. Residue was noted within the embedded sections of the guidewire. The protruding segment of the guidewires was noted to be unwound. A dimensional evaluation concluded that the wire met specification. However, based on the sample condition, the investigation is confirmed for the reported frayed guidewire. The definitive root cause is unknown. The device iss labeled for single use. For the second event, the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. One guidewire and 18g introducer needle were returned for evaluation. A visual and dimensional evaluation was performed. The guidewire was received embedded within the introducer needle. The distal end of the guidewire was visible from the needle bevel. Residue was noted within the embedded sections of the guidewire. There was no visible damage noted and the dimensional evaluation concluded that the wire met specification. Therefore, the investigation is unconfirmed for a reported frayed guidewire. The definitive root cause is unknown. The device is labeled for single use. Provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunction events. A review of the events indicated that model 1878000 implantable port experienced frayed material. These reports were received from various sources. Both events involved a patient with no patient consequences. Patient age, weight, and gender were not provided for either event.